Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5 cm abdominal aortic aneurysm approx 3 months ago. Vessels were calcified with mild tortuosity and mild thrombus. There was a pre-existing iliac stent in the left iliac. An endurant bifurcated stent graft was implanted without issues with a contralateral limb (ref MFR 2953200-2011-01158) and contralateral extension (2953200-2011-01159) placed inside the left iliac stent. The pt returned for f/u and there were no issue however, two days later, the pt presented emergently with a cold left foot, and an occlusion of the left/contralateral side was noted. There was no kink or compression, but the area of the pre-existing iliac stent with two endurant limbs inside was stenosed. The area was ballooned and thrombectomized to resolve the event. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (arterial/vessel occlusion), (previously implanted stent from another MFR). Eval, conclusion: (previously implanted stent from another MFR).